Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). Cartridge change was conducted on (B)(6) 2017. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while filling the infusion set tubing, less insulin was required (only 12 units used versus 16 units). The customer's blood glucose (bg) level was 55 mg/dl and the customer did not know if the fill tubing issue was related or not to the low bg. The customer's parents assisted the customer with providing juice and glucagon to address the low bg. The customer also set a temporary basal rate. Tandem customer technical support (cts) reviewed the pump data and found no deficiencies in the pump performance. Cts advised the customer to discuss the low bg event with a healthcare provider.